Event description:
During a routine follow-up, the unloaded battery voltage was measured at 2.7v. The patient had not had an unusually high number of shocks or charges in the last year. The decision was made to explant the device.